Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -14.0/3.5/085 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023. The lens was exchanged for a same length lens due to lens rotation not associated to a low vault and the problem resolved. The reporter stated " during the follow-up visit on (B)(6), it was found that the ticl lens of the patient's left eye rotated 10 clockwise, and its arch height was 400 microns. After continuous observation for 4 months, it was found that the lens position was relatively fixed and the left eye vision was 0.8" per reporter after patient underwent lens replacement the visual acuity of the left eye was 1.0, the intraocular pressure of the left eye was 22 mm hg, and the arch height was 400 microns.cause of event was unknown.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6 - device code 1494: off-label use (acd <3.0mm). Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -14.0/3.5/085 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was explanted and replaced in a separate surgery that day for a same length lens due to lens rotation not associated to a low vault and the problem resolved. The reporter stated " during the follow-up visit on (B)(6), it was found that the ticl lens of the patient's left eye rotated 10 clockwise, and its arch height was 400 microns. After continuous observation for 4 months, it was found that the lens position was relatively fixed and the left eye vision was 0.8" per reporter after patient underwent lens replacement the visual acuity of the left eye was 1.0, the intraocular pressure of the left eye was 22 mm hg, and the arch height was 400 microns.cause of event was unknown. Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned dry with residue/debris on product, in microcentrifuge vial. Visual inspection found a bent haptic. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).